Event description:
(B)(4). Prior to im ok implantation of essure dive I was healthy. Post, I have suffered from: severe menstrual blood clotting. Cramps, abdominal pain, pelvic burning, lower back pain, mental fog, memory issues, metallic taste in my mouth, severe skin problems (eczema) autoimmune disorder (alopecia) hair loss, no sex drive, mood swings, severe headaches, lab results in 2014 showed low platelets. The device implantation was covered by my insurance.